Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available impedance trends showed a stable pacing impedance about 400 ohms since (B)(6) 2015. At the beginning of (B)(6) 2016 a sharp decrease down to <200 ohms could be observed and missing measurements until the next follow up. Subsequently the pacing impedance increased up to 600 ohms. Furthermore the analysis of the iegms confirmed the presence of noise on rv channel as mentioned in the complaint description. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that about 29 months after the implantation the lead was capped and replaced due to oversensing. No inappropriate therapy was delivered and no adverse patient side effects were reported.